Event description:
Journal reference: umemura a, toyoda t, yamamoto k, oka y, ishii f, yamada k. Apraxia of eyelid opening after subthalamic deep brain stimulation may be caused by reduction of levodopa. Parkinsonism relat disord. 2008;14(8);655-657. Apraxia of eyelid opening (alo) is an infrequent side effect of deep brain stimulation (dbs) of the subthalamic nucleus (stn) for parkinson's disease (pd). However, the pathogenesis of alo after stn dbs is not well understood. We report on two patients who suffered from disabling alo after bilateral stn dbs. Their alo improved by resuming the levodopa medication that had been discontinued after the surgery. Although alo after stn dbs is considered as an adverse effect of stn stimulation, postoperative modification of dopaminergic medication may be a cause of alo after stn dbs. Reportable event: a male with a 16-year history of pd underwent bilateral stn dbs for his significant motor fluctuation and on-period dyskinesia. One month after surgery, the updrs iii motor score was 21. However, he complained of difficulty in opening his eyes at that time. This symptom gradually deteriorated and was considered alo. Soon he became disabled because his eyes remained closed nearly half the day. He could open his eyes by manual elevation of the eyelids. We tried but were unsuccessful with adjusting the stim parameters and pretarsal injections of botulinum toxin. Eight months after surgery, we tried resuming the levodopa medication that had been discontinued after surgery. He was administered 400 mg levodopa. Fortunately, levodopa-induced dyskinesia did not occur and his alo gradually improved in a few weeks.